Manufacturer narrative:
Per conversation on 10/19/06 with clinical manager, the alarm on the dialysis machine signaled a panic alarm. Machine instructed the nurse to do a manual blood return. Hooded ns to the red port, opened the blue port and manually returned the blood. No resistance at all. The blue port blew off and sprayed the nurse with blood. The nurse put the blue port back on the tubing and restarted the dialysis treatment. They did not replace the catheter. Due to the other causes, patient expired, date unknown. It was reconfirmed that the patient did not expire because of dialysis catheter. Customer states there is no sample available to do an investigation.

Event description:
The customer states the triple lumen dialysis catheter in left subclavicle. Patient on prisma. Nurse needed to manually return blood to patient. Red port clamped to patient with three way stop cock and ns flush bag attached to clear line. Blue port to patient open. No resistance met with manual. Blue port blew out of tubing on to the patient and sprayed blood all over the nurse. Nurse reinserted the blue port into tubing from the patient due to bleeding from insertion point. No change of catheter made. Prisma restarted via saline and no further issues noted for the next week.